Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event log was reviewed and there were high pressure and no disposable alarm messages after the pump started. Functional check was conducted and the pump was physically inspected. The reported issue that the pump won't stop beeping could not be replicated. The visually inspected event history log showed "high pressure and no disposable" alarm messages after pump started. The downstream and upstream sensors will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical smiths medical cadd legacy pump won't stop beeping. It was reported that the patient did not miss any therapy and the patient switched to another pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.